Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during initial drain. The caregiver (cg) stated that the hc alarmed se 2240 in initial drain. The baxter technical service representative (tsr) had the cg cycle power on the hc. The hc alarmed se 2367. The tsr had the cg cycle power on the hc. The hc proceeded to press go to start. The tsr instructed the cg to start over with all new supplies and inform the registered nurse (rn) of the se 2240. The hc was operational. The patient was connected at the time of the alarm and did not disconnect anytime prior to the alarm. All of the bags were properly spiked and connected. There were patient extension lines being used and they were connected prior to priming. There were no open clamps on any unused supply lines. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the care giver on (B)(4) 2012 in regards to a system error 2240 alarm and she said the patient was able to resume therapy after starting over with new supplies. It worked when they did not use their patient extension line the second time around. She did not notice anything unusual with any of the previous supplies except that their patient extension line was only half full of fluid when they went into initial drain. She said it did not prime all the way. The patient was connected in initial drain. Since then the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was incomplete prime. The label review found the labeling adequate for the suspected use error in this complaint. A evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation.

Manufacturer narrative:
(B)(4). The companion sample is available and has been requested. The actual sample was discarded. The lot number was not available. Should the companion sample be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.